Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the atrial lead exhibited low p-wave sensing and low, out-of-range impedance. Normal measurements were seen once the suture around the lead was removed. However, the physician suspected insulation damage, so another lead was used and was successfully implanted. There were no further consequences to the patient.

Manufacturer narrative:
A complete lead was returned for analysis. The reported field events of low p-wave sensing, low impedance, and lead damage were confirmed. Electrical shorting was found due to an over-tightened suture sleeve, consistent with procedural damage, and is the cause of these events.